Manufacturer narrative:
Conclusion: a temporal association exists between the liberty cycler/liberty cycler set and the patient¿s peritonitis event with subsequent hospitalization and transition to hd therapy. There is no documentation in the complaint file that supports a causal relationship. Additionally, there are no reported allegations of a liberty cycler/liberty cycler set device malfunction that is causally associated to the patient¿s peritonitis event. The etiology of peritonitis cannot be fully determined with the information currently available in the complaint file. Should additional information become available this clinical investigation will be re-evaluated. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy discontinued ccpd treatment in fill 4 out of 5 and went to the hospital. Subsequently on (B)(6) 2017, the patient was admitted to the hospital with peritonitis. Etiology of the peritonitis infection and details of hospitalization course/ treatment were unknown. On (B)(6) 2017 the peritoneal dialysis (pd) nurse reported the patient had her pd catheter removed and the patient was transitioned to hemodialysis (hd) therapy while in the hospital via a newly placed dialysis (hd) catheter. Reportedly, as of (B)(6) 2017 the patient was still hospitalized continuing hd therapy (unknown products). Per the pd nurse, the patient was to continue hd treatments outpatient upon hospital discharge. Additionally, the pd nurse stated there were no reported fluid leak events that occurred during ccpd therapy prior to the patient¿s peritonitis event. Additional information and medical records were requested but were not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she wanted assistance bypassing a drain stage during pd treatment to go to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was diagnosed with and hospitalized due to peritonitis on (B)(6) 2017. The pdrn stated the patient had been using the liberty cycler for approximately one year and did practice aseptic technique when completing treatments. There were no reported fluid leaks during treatment prior to the infection. Per pdrn the patient¿s catheter was removed and a back-up access catheter was placed and as of (B)(6) 2017 the patient remained hospitalized, and the patient reverted to completing hemodialysis treatments while hospitalized. The samples were discarded and are no longer available for evaluation. The lot numbers are unknown. Medical records were requested.